Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate during the procedure. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices opened by the account. Upon initial inspection, a cut was observed to penetrate the balloons. Due to the observed damage, the dissector balloon would not inflate properly. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a cut in the balloons, the reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The issue has been associated to misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.